Manufacturer narrative:
Concomitant medical products: mediport, female equalshield connector, male equalshield connector. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set separated and leaked from the male luer lock that was connected to the distal port closest to the patient's mediport during a fosaprepitant infusion. The tubing set had a female equashield connector which was connected to a male equashield connector which was then connected to the patient's mediport. The nurse further stated that the alaris pcu and pump module had not been turned on and that the normal practice is to attach the tubing set to the patient and trace the line to check for kinks or occlusion, open the roller clamp, and then turn the devices on. When the tubing set separated, the male luer remained engaged leaving the patient's mediport open which led to the patient's blood to back up and leak from the mediport. It was noted that the patient could have experienced significant blood loss through an open mediport if the nurse had not assessed the line prior to leaving the room. There was no patient harm.

Manufacturer narrative:
Correction: initial reporter info.

Event description:
The customer reported that the tubing set separated and leaked from the male luer lock that was connected to the distal port closest to the patient's mediport during a fosaprepitant infusion. The tubing set had a female equashield connector which was connected to a male equalshield connector which was then connected to the patient's mediport. The nurse further stated that the alaris pcu and pump module had not been turned on and that the normal practice is to attach the tubing set to the patient and trace the line to check for kinks or occlusion, open the roller clamp, and then turn the devices on. When the tubing set separated, the male luer remained engaged leaving the patient's mediport open which led to the patient's blood to back up and leak from the mediport. It was noted that the patient could have experienced significant blood loss through an open mediport if the nurse had not assessed the line prior to leaving the room. There was no patient harm.

Event description:
The customer reported that the tubing set separated and leaked from the male luer lock that was connected to the distal port closest to the patient's mediport during a fosaprepitant infusion. The tubing set had a female equashield connector which was connected to a male equalshield connector which was then connected to the patient's mediport. The nurse further stated that the alaris pcu and pump module had not been turned on and that the normal practice is to attach the tubing set to the patient and trace the line to check for kinks or occlusion, open the roller clamp, and then turn the devices on. When the tubing set separated, the male luer remained engaged leaving the patient's mediport open which led to the patient's blood to back up and leak from the mediport. It was noted that the patient could have experienced significant blood loss through an open mediport if the nurse had not assessed the line prior to leaving the room. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked from the male luer lock was confirmed. Visual inspection confirmed that the set was separated at the engagement between the tubing and male luer. The male luer was not broken as the customer stated. The tubing was measured to be within specification. The root cause of the separation is due to insufficient solvent during the manufacturing process.